Event description:
On (B)(6) 2013, the reporter contacted animas, alleging the piston rod failed to rewind during the prime/rewind sequence. It was noted there were no debris or evidence of moisture within the insulin cartridge compartment. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusion can be made at this time.

Manufacturer narrative:
Device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2014 with the following findings: the complaint could not be duplicated or confirmed on investigation. A review of the pump¿s black box data revealed no history of alarms or warnings. The pump completed the prime sequence and (B)(4) hour exercise test without alarms or warnings. The pump¿s internal motor was found to have no defects. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.